Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed 09 oct 19. 4 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Expiry date: 31 aug 18.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient had a left revision total knee arthroplasty to address mechanical loosening of the left knee and pain. The tibial tray was loose at the cement/implant interface. The femoral component was noted to be well fixed and not revised. Depuy cement was utilized as well as depuy products. Doi: (B)(6) 2017 (femur, tibia, cement products), doi: (B)(6) 2017 (insert; captured in (B)(4)), dor: (B)(6) 2018, left knee.